Manufacturer narrative:
E1: patient city: (B)(4). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 21-june-2024, it was reported by the patient that infusion set fell off due to water exposure after shower. No further information available.